Event description:
It was reported that the procedure was to treat a right superficial femoral artery. During attempted removal of the jetstream device, it inadvertently pulled on the barewire. The physician tried to maneuver the jetstream out but it continued to pull the barewire down. It was decided to pull the jetstream and barewire altogether as a single unit and was removed successfully. Once removed and outside of the patient, it was noted that the barewire had tissue clot on it. The procedure was completed by using a command 18 guide wire and ballooning the vessel treat any tissue damage. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The specific patient effect of unspecified tissue injury is not listed in the emboshield nav6 embolic protection system electronic instructions for use (IFU); however, vessel dissection, rupture, or perforation is listed in the IFU as a known potential adverse event associated with carotid stents and embolic protection systems. Based on the information provided, the difficulty removing, and subsequent unexpected tissue injury was likely due to circumstances of the procedure. In this case, it is likely that clearance between the inner diameter of the jetstream device and outer diameter of the barewire became reduced during positioning, resulting in the devices becoming stuck together causing difficulty to remove. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.